Event description:
The caller reported that the screen displayed different colors and appeared to have lines as if cracked, though no actual crack was felt. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and provided instructions for putting the current pump into storage mode before returning it. The customer acknowledged the steps for receipt and return of the pump, with no backup therapy available. They were advised to contact their healthcare provider.